Event description:
Per usp, "while making a taxol IV for chemotherapy, the tubing began leaking between the drip chamber and the filter." Account reports 6-12 incidents in which leakage is occurring from "around the filter." Rptr stated they utilize this set for taxol infusions. Rptr added that there was no negative outcome to the pt.